Manufacturer narrative:
Device evaluation summary: one cadd legacy plus pump was returned for analysis. Visual inspection of the pump found the pump to be in good physical condition. Review of device history log identified following events: 1008> pump turned on (B)(6) 2019 1:20:00 pm /. 1009> starting ll0 (B)(6) 2019 1:21:00 pm /. 1010> battery depleted (B)(6) 2019 1:21:00 pm /. 1011> power down (B)(6) 2019 1:21:00 pm /. Functional testing included use testing. The pump "errored" immediately on start-up and wouldn't stop until the batteries were taken out. The motor was tested with a power supply. It was found that the motor has seized. The current measurement was higher than the actual meter value. This would look like the battery was depleted to the system. The mounting post was broken off. The customer stated issue was able to be duplicated and was confirmed. The problem source was identified as seized motor.

Event description:
Information was received indicating that smiths medical cadd-legacy plus pump gave pump alarming for "battery depleted". The reported event occurred during testing. There was no patient involvement during the reported event.